Event description:
Customer reports one sample run on the analyzer transmitted to the lis sys with a different pt identification number. Customer reports that the pt identification number was manually entered into the sys.

Manufacturer narrative:
If customer press "pt list" on the demographics screen the sys will pre select the previous pt. They can then either press the "back" button which will ignore this and go back to the original screen or they can press the green "continue" button which will then overwrite the original data with the previous pt data. The user may press the "continue" button and inadvertently overwrite the data by mistake. This "pt list" button can be disabled in setup which stops this from happening and removed the option from the demographics screen. Sys is functioning as expected.